Event description:
Product analysis was completed on the returned generator. There were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Patient underwent generator replacement surgery. The explanted generator will not be returned to undergo product analysis.

Event description:
It was reported that the patient has been experiencing headaches for the past few weeks and relates them to having low battery. The patient has been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.